Manufacturer narrative:
(B)(4). It is unknown which peripheral screw fractured during the event. There are three (3) possibilities listed below: 180550 (918160). 180551 (372630). 180551 (372630). D10: concomitant medical products, part (lot): 110032430 (65255617) 115394 (383530r) 180551 (372630) 180551 (372630) associated medical products, part (lot): 113630 (64909774) 405800 (246800) 405800 (246900) 110030777 (65398250) 110031399 (65411984) 110031427 (65838110) 20-8090-004-01 (66002321) g2: foreign - the event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced baseplate loosening from the glenoid following an initial arthroscopy procedure. The surgeon indicated the patient's anatomy, with very little bone in the glenoid, likely caused the failure. Imaging confirmed this loosening approximately fifteen (15) months later. Additionally, one (1) of the peripheral screws was found to be fractured during radiograph evaluation. A future revision is planned on an unknown date. No other interventions or harms have been reported due to this event. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported loosening and screw fracture events are confirmed by the provided x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: initial anatomic alignment of the reverse-type left shoulder arthroplasty with subsequent loosening and superior migration of the glenoid implant and a fractured screw. Bone quality is osteopenic. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.